Event description:
As reported by the user facility ((B)(4)): over infusion: fluid infusion of 100 mls was commenced at 14:20 (approx) at a rate of 4.2 mls/hour. Infusion was due to run in over 24 hours. Patient was brought to toilet in evening when infusion was removed from pump for a short period. At 21.00 the pump alarmed to say there was no fluid left and according to the totals in the machine there was supposed to be 72 mls left in the infusion.

Manufacturer narrative:
(B)(4). Result of examination: the history log files of the received sample were read and analyzed. No hints for a deviation of the delivery accuracy were found. Thereupon the infusomat space was subjected to a visual and functional examination. No external damages were found. The device showed age-based marks of use. The spaceline, which was engaged for technical purposes, was dependably identified and could be selected. A start-up was possible without reservations. For checking the delivery accuracy, the device was tested according to the requirements of the technical safety check three times and a measurement according to en 60601-2-24 was performed. All measured values were within specification. The pump operated as intended and the reported failure could not be reproduced. Based on the results of this investigation, no conclusions can be made regarding the cause of the event.

Manufacturer narrative:
(B)(4). The device is currently shipping from the user facility to (B)(4) for investigation. A follow up report will be provided when the examination results become available. (B)(4).